Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured during surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Reported event was confirmed by review of photographs. Device was not returned back for evaluation and was discarded by the hospital. Photograph provided confirms that the drill was broken into two pieces. Device history record (DHR) review was unable to be performed as the part number of the device involved in the event is unknown. Review of the complaint history could not be performed, as the part number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.